Event description:
It was reported that incomplete perforations were being experienced. No adverse consequences were reported.

Manufacturer narrative:
There were a number of perforator bits associated with this complaint. Testing performed on similar product failed to replicate the issue as reported. The definitive root cause for the alleged malfunction could not be determined.